Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d10: it was inadvertently reported on the initial report that the device was returned for evaluation. However, upon complaint review, it was determined that the device was not returned until after the initial report was submitted. The device was returned on 11/13/19, which was the date after the initial report was submitted.

Manufacturer narrative:
On an unknown date the device was returned to the service center. Initial reporter is a mitek sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(6) reports an event as follows: it was reported that after the purevuew system was switched on and the camera inserted, the camera head ac - c-mount could not display a visual; it displayed merely horizontal, flickering stripes on black background along with the configuration instruction + image counter. The the processor (ccs) was switched off and on again, and the camera connector was cleaned with 70% alcoholic wipes and dried off, the system was working again. It was noted the issues with the devices occurred in three procedures. This report is for an all-in-one ccu+light row. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> the device was received and evaluated at the service center. The reported complaint regarding the malfunction of the device could no be confirmed. However, it was found that the memory backup battery was loose inside the device. The damaged battery was replaced and the device was cleaned, tested and found to be fully functional. The damaged battery might have caused the device to malfunction, however, since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. A review of the device history record indicated that this product (serial : (B)(6)) was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a review of the device history record indicated that this product (serial : (B)(6)) was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.